Event description:
It was reported that this event involved a five month old male infant. The physician reported the spring wire guide (swg) broke while inserting the catheter. An x-ray revealed a portion of the swg inside the infant. The pt had complications with the incident. As a result, the swg was removed by surgery. Further details are being pursued.

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.